Event description:
It was reported that three days post implantation of this implantable cardioverter defibrillator (ICD) device, the patient visited the emergency room (ER) due to inappropriate anti-tachycardia pacing (atp) therapy delivery. The health care professional (hcp) called technical services (ts) and requested review of the stored events. Upon review of the presenting electrogram (egm), ts was able to confirm that the four bursts of atp therapy were inappropriately delivered due to noise on the right ventricular (rv) channel. Ts also noted that there was a signal artifact monitor (sam) episode recorded on the device, further review of the sam episode showed the rv lead exhibit noise and low out of range pacing impedances which led to the respiratory sensor to be disabled. Ts discussed with the hcp programming options. The hcp stated to discuss with the physician on plans to turn off right ventricular (rv) lead therapy and perform a venogram. At this time, the ICD and rv lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that three days post implantation of this implantable cardioverter defibrillator (ICD) device, the patient visited the emergency room (ER) due to inappropriate anti-tachycardia pacing (atp) therapy delivery. The health care professional (hcp) called technical services (ts) and requested review of the stored events. Upon review of the presenting electrogram (egm), ts was able to confirm that the four bursts of atp therapy were inappropriately delivered due to noise on the right ventricular (rv) channel. Ts also noted that there was a signal artifact monitor (sam) episode recorded on the device, further review of the sam episode showed the rv lead exhibit noise and low out of range pacing impedances which led to the respiratory sensor to be disabled. Ts discussed with the hcp programming options. The hcp stated to discuss with the physician on plans to turn off right ventricular (rv) lead therapy and perform a venogram. At this time, the ICD and rv lead remain in service. No additional adverse patient effects were reported. Subsequent additional information was received from the field representative that reported that therapy was temporarily turned off and a couple days later a replacement procedure was performed. The physician explanted the ICD device and surgically abandoned the rv lead. The physician replaced the ICD and rv lead with new devices successfully. No additional adverse patient effects were reported.